Event description:
It was reported that the patient's stim turned off after being electrocuted from unplugging his refrigerator. Stimulation was unable to be turned back on with the implantable neuro-stimulator recharger (insr). It was determined that the insr was not functioning and had coupling and/or communication issues. His patient programmer was unavailable so he was unable to try to turn on stimulation from the programmer. The patient experienced a "shocking or jolting" sensation. The shock was felt throughout his body and the area of paresthesia felt burning. The electrocution knocked the patient to the wall but he did not hit on his stimulator. He felt stimulation before this event occurred. Three days later the patient received a new desktop charger but it could not locate the device to bring the ins back. The manufacturing representative performed 3 short physician mode recharges (pmr) with no success and instructed the patient to do a full pmr. A trickle charge was performed until the patient was able to charge device normally. The patient reported that he charged his device full three or four times but ins failed to hold the charge. The patient stated he was going to make an appointment with his doctor to discuss replacing the device. The patient outcome at the time of this report was "fair." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's entire system was replaced and the patient was doing fine after the replacement.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 377875, lot # n0041644, implanted: (B)(6) 2008, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37751, serial # unknown, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).